Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the act button of the insulin pump had to hold down longer. The insulin pump had crack where battery goes into insulin pump and also had rejected battery. Motor sounds louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.